Manufacturer narrative:
H.6. Investigation: one loose 5ml syringe and one opened and empty blister pack from batch 0213256 (p/n 309649) were received and evaluated. It was observed there was no visible print on the barrel, which was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 0213256 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd syringe luer-lok¿ tip had no scale markings. The following information was provided by the initial reporter, translated from german to english: "the scaling is missing on some syringes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok" tip had no scale markings. The following information was provided by the initial reporter, translated from (B)(6) to english: "the scaling is missing on some syringes".